Manufacturer narrative:
Additional PMA/510(k) k003068. Drager intensive care ventilators are not contaminated with fungi when being delivered to the customer and they do not content material which supports accretion of fungi. Cleaning recommendations for the drager ventilators (wipe disinfection of surfaces) are described in the instructions for use. The recommendations are effective for many years. No similar report is known. Fans in medical devices are used as a state of the art to bring the heat generated by electric components out of the medical devices. Cleaning and disinfection of all objects and devices which are used within the intensive care units are in the responsibility of the operator. Standards for cleaning and disinfection procedures should be established in intensive care units to avoid any types of infection.

Event description:
It was reported that the surface of cooling fans (blades and grids) of the drager ventilators were found to be contaminated by fungus (among which murorals) and that spores have been dispersed in the air. This pollution might have infected 3 pts with murorals.